Event description:
The hospital has reported following to sales rep: during surgery when the nurse took out the sterile inner package from its outer package, the strip that you should hold on, fell apart and the package fell to the floor. They then took another one and it worked out fine., since the reporting nurse is on long time absence they cannot inform stryker about event date.

Manufacturer narrative:
An event regarding a packaging issue involving an exeter head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: carton box, external blister, inner blister and the head were returned. The external blister is opened, the sealing flange is compliant. The inner blister is not opened. There is no "lift here" label stuck on the tyvek of the inner blister as it was removed during use, as per the event description. Functional test: functional tests were not relevant and not performed due to the nature of the event however a test was done to attempt to reproduce the reported failure mode. If the tyvek of the external blister is not completely opened, removal of the inner blister can be blocked by the tyvek and when force is applied to remove the inner blister using the lift-here label, the label can come away from the inner tyvek. If the tyvek of external blister is completely opened, there is no obstacle to the inner blister and it is removed easily from the external blister by using the lift-here label. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the event was most likely caused by the external blister not being completely opened, therefore removal of the inner blister can be blocked by tyvek and when force is applied to remove inner blister using lift-here label, label can come away from inner tyvek. No further investigation for this event is possible at this time.

Event description:
The hospital has reported following to sales rep: during surgery when the nurse took out the sterile inner package from its outer package, the strip that you should hold on, fell apart and the package fell to the floor. They then took another one and it worked out fine. Since the reporting nurse is on long time absence they cannot inform stryker about event date.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.